Event description:
It was reported that the quick bolus button was not functioning when attempting to deliver a quick bolus. Customer's blood glucose was 180 mg/dl. Reportedly, the customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.